Event description:
It was reported that pump displayed malfunction alarm code 9, with no notable events occurring beforehand. There was no reported adverse impact to the customer's blood glucose level. Customer was guided by technical support to reset pump using provided instructions, malfunction did not recur after reset, and customer was advised to continue using pump and call back if any further malfunction alarms appeared, while caller declined additional assistance during loading of new cartridge.